Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead product ID: 97754, serial# (B)(4) , product type: recharger.

Event description:
Additional information was received from the patient. It was reported that the patient had her device explanted on (B)(6) 2016 since it had stopped working for her.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger.

Event description:
A consumer initially reported in (B)(6) 2014 that she was unable to adjust stimulation to put the implantable neurostimulator (ins) into MRI mode because the ins was dead. The consumer had been worried about a housing inspection and had not charged yet and noted that her ins dies within four (4) days because she had electrodes in and she does not go past a week without recharging. The consumer was supposed to have an MRI, but was told that she could not have one. She indicated the MRI was not being done because of the device or therapy, but because she was losing function in her arms and her doctor thought she had a pinched nerve. The issue started about (B)(6) 2014 and had gotten progressively worse; it went from tingling to where she was dropping stuff all the time now. The consumer reported she charged up to ½ battery for her ins and was able to use her patient programmer (pp). Troubleshooting was do ne and it appeared that the consumer was programmed for full body eligible MRI, but the consumer was to verify with her doctor for certain. Information received from a manufacturer representative on 20-oct-2014 indicated that the consumer had a full body MRI system, she had not yet finalized an appointment for an MRI, and was receiving effective therapy. Information received from the consumer on (B)(6) 2016 reported she would be having her whole device explanted and she was also having her rod removed as well. She was having the device removed because it had not worked for a year and half; the device worked for two months after implant and then stopped working. The device would not charge or turn on. The consumer had an appointment on (B)(6) 2016, but did not yet know the explant date and requested a manufacturer representative be present at the explant surgery. She was directed to contact her physician. Indication for use included spinal pain.

Event description:
Additional information was received from a manufacturer representative. It was reported that records indicated that they had not seen or heard from the patient since her implant in (B)(6) 2014 and there was no record of any communication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.